Event description:
It was reported that the cassette ruptured during a procedure and blood sprayed out onto the floor, the machine, the nurses, and the pt. The nurse turned the fluid warmer on but did not unclamp the hose that returns blood from the machine to the pt.